Manufacturer narrative:
(B)(4). Based on the complaint history, work order search and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
Additional information received - the facility reported the lens was not defective.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue.conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon attempted to insert an aq5010v silicone three piece lens and the haptic crimped. There was no patient contact or injury. The reporter indicated they felt the lens was defective. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.